Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report along with the device eval results.

Event description:
A broken axsos distal lateral femur plate (B)(4) was received at the manufacturing site. No details regarding when the breakage was discovered, a description of the revision surgery or any pt info was provided. The site has been contacted several times to obtain more detailed info but no additional info has been provided.